Manufacturer narrative:
The insulin pump was monitored in 3 days and had no black screen/ display anomaly noted. The pump passed the self-test. The pump was received with cracked display window, cracked display window corner, broken battery tube threads, broken reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the display was black. The customer stated that the pump was not exposed to high or low temperatures. The customer mentioned that the pump was fallen on stone. The customer stated that the pump remained the same after battery replacement. The customer will return the pump for analysis.